Manufacturer narrative:
As the device failed during treatment, the device was replaced and the case was finished without known consequences to the patient. Field service technician has been sent for investigation. According to service order (B)(4) troubleshooting has been performed: user and service pool checked, test run performed, functional test performed. Result of the troubleshooting: the failure could not be reproduced. As stated by the customer, the affected cannula is no longer available as it has been already discarded. The cardiohelp was tested ok and is back in use. Therefore no further investigation possible. Customer suspected as most probable root cause "user error". Thus the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that it is a systemic error. No corrective action is needed.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted after new information has been received.

Event description:
(B)(4). It was reported that the cardiohelp had an undetected flow stop. Issue occurred during patient treatment. It was reported that there was no risk for the patient.